Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported in an article that the device was used in the open gastrectomy for stomach cancer. After the surgery, the gallbladder was damaged and reoperation was performed.